Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was alleged to deplete prematurely. A review of the device data by engineering confirmed the power consumption of this device had been increasing during the past year and was expected to continue to increase. Premature battery depletion was confirmed. No adverse patient effects were reported. The device remain implanted.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device was alleged to deplete prematurely. A review of the device data by engineering confirmed the power consumption of this device had been increasing during the past year and was expected to continue to increase. Premature battery depletion was confirmed. The device was subsequently explanted and has not been returned to date due to the covid-19 virus. The field representative noted that the device will be shipped for analysis at a later date. No additional adverse patient effects were reported.